Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the aim beam is not forward firing; the connector appears in good condition; the fiber passed the conductivity test; no failure was found. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced "forward firing¿ no additional information provided. The procedure was completed with the use of a second fiber. Patient outcome: "ok" reported. No injury to the patient was reported.

Manufacturer narrative:
(B)(4).